Event description:
Technician alleged that trendelenburg does not function. No injuries reported.

Manufacturer narrative:
The technician replaced the hydraulic manifold assembly to resolve the issue.